Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin printer printed continuous labels and did not accept settings changes despite reboot and reconfiguration attempts. A field service engineer reinstalled the printer drivers, performed test prints in the medication application, confirmed functionality with the customer, and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es prh-ICU insulin label printer was continuously printing labels and was not accepting configuration changes. Despite attempts to modify the printer settings, the issue persisted. Followed a station reboot, duplicate printer instances appeared; after deletion, the printer displayed as unspecified. The issue continued to impact insulin label printing functionality. However, there were no delays or adverse events or injuries reported based on this event.